Event description:
This is a report of a leak during use of the homechoice machine, while the home patient (hp) was not connected. The hp stated that they were preparing to connect to the setup when they noticed some solution leaking "near the cassette." This leak was not due to an overprime. The technical service representative reviewed proper procedures with the hp and advised them to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.